Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. No discrepancies were noted upon visual inspection. A syringe was used to inflate the cuffs while submerged underwater; leaks were observed in the cuff. Relevant documents were reviewed and deemed adequate. The manufacturing process, cuff assembly operation, and inflation line assembly were reviewed; no discrepancies were found. Inflation test was audited during thirty two (32) units; no deflated cuffs were found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Manufacturer narrative:
Foreign (B)(6).

Event description:
Information was received that after intubating a smiths medical portex blue line ultra suction aid product into a patient, air leaked from the cuff. It was also noted the patient received "medical treatment" to preclude impairment. No clinical consequences to the patient were reported.